Event description:
The manufacturer received information a dreamstation 2 advanced auto CPAP device had fallen off the nightstand. Then when the device was plugged in there was a puff of smoke and electrical smell. The patient believes the smoke came from the back of the device. The device was plugged into ac power. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.